Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that he was really sick for about three weeks now and could not get his blood glucose level down. He lost about 30 pounds. There was moisture in the insulin pump, at the top where there was a crack. Customer's blood glucose level was around 500 mg/dl. He treated with the insulin pump. The insulin pump had a line across the screen. Part of the screen was missing. The display did not return to normal. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.